Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. Chest x-ray revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable post procedure.